Manufacturer narrative:
One device was returned for repair. The service history review identified no indication that the complaint was related to a service of the device within the review period. The event history log review could not confirm record of the reported issue. Visual inspection found no physical damage on the device. The air detector was preventively replaced. The device passed all functional tests.

Event description:
It was reported that the pump did not detect air bubbles. Per reporter there was no patient involvement.